Event description:
Percutaneous coronary intervention (pci) was performed in a lesion with no calcification and moderate tortuosity in the distal left circumflex (lcx) artery. Pre-dilatation was performed prior to stent implantation. A stent was implanted distal to the lesion, another stent was implanted proximal to the lesion and then post-dilatation was performed. Intravascular ultrasound (ivus) imaging catheter was utilized to image the stent placement; pullback was started distal to the lesion and the ivus catheter became stuck on the distal edge of one of the stents (physician suspects the cypher) and the guidewire was unintentionally removed. The imaging core was removed from the ivus catheter, a guidewire inserted and the device pushed which was unsuccessful in releasing the ivus catheter. Various devices were tried in multiple attempts to free the device; ultimately the ivus catheter was removed surgically. The patient was reported as 'stable'.

Manufacturer narrative:
New code request has been submitted for stuck in stent.

Event description:
Percutaneous coronary intervention (pci) was performed in a lesion with no calcification and moderate tortuosity in the distal left circumflex (lcx) artery. Pre-dilatation was performed prior to stent implantation. A stent was implanted distal to the lesion, another stent was implanted proximal to the lesion and then post-dilatation was performed. Intravascular ultrasound (ivus) imaging catheter was utilized to image the stent placement; pullback was started distal to the lesion and the ivus catheter became stuck on the distal edge of one of the stents (physician suspects the cypher) and the guidewire was unintentionally removed. The imaging core was removed from the ivus catheter, a guidewire inserted and the device pushed which was unsuccessful in releasing the ivus catheter. Various devices were tried in multiple attempts to free the device; ultimately the ivus catheter was removed surgically. The patient was reported as "stable".

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. The DHR review showed that the lot met all required specifications. No similar complaints by event description were found in this lot. The device labeling and directions for use (dfu) revealed these warnings: do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. Additionally the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures are listed in the dfu. The review of the device labeling found no evidence or indication that the device was used against the labeling and/or directions for use. The product was not returned to the manufacturer for evaluation as it was disposed by the facility; therefore, product inspection could not be performed. Based on the event description, dfu review and the anatomical and procedural factors encountered during the procedure, the cause of the stuck in stent has been determined to be due to operational context.